Manufacturer narrative:
Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient identifier, age, weight, implant and explant dates are unknown lot information unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, there was a broken or fractured component.